Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experiencing high blood glucose. Blood glucose at the time of incidence was 33 mmol/l. The mode of treatment was unknown. It was unknown that customer was using automode feature at time of incidence or not. The insulin pump will not be returned for analysis.